Event description:
It was reported that 1497 days after a coronary artery drug-eluting stenting treatment procedure, the patient had a target vessel reintervention (tvr). The index procedure target lesion was located in the mid left anterior descending (lad) artery with 80% stenosis, a length of 13mm and a reference vessel diameter of 2.5mm. The target lesion was pre-dilated and a 2.5 x 16mm study stent was implanted reducing stenosis to 0%. The patient was admitted to the hospital with angina. After 797 days, post-index procedure, cardiac catheterization revealed 80% stenosis in the mid and distal lad, 70%stenosis in the 1st diagonal (diag), 80% stenosis in the proximal circumflex (cx) and 60% stenosis in the mid right coronary artery (rca). After pre-dilation a 2.5 x28mm cypher stent was placed in the distal lad just beyond the stent edge of the previously placed stent. A second 2.5 x 28 mm cypher stent was placed just beyond the ostium of the 1st diag. After post-dilation, the distal stent edge appeared somewhat narrow so low pressure angioplasty was performed. Residual stenosis was 0%. The patient was discharged 1 day post-tvr. The physician noted the serious adverse event ot be possibly related to the device. The event outcome was reported as improved.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. All relevant personnel have been notified of this complaint. A review of the manufacturing record for this particular batch # 4537306 shows that the device met its material, assembly and product specifications at the time of its release to distribution.